Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, customer reported pump battery was operating as expected.